Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported patient underwent bilateral knee arthroplasty on an unknown date in (B)(6) of 2013. Subsequently patient started experiencing discomfort, swelling, and pain on an unknown date in 2014. Patient stated his knee has been drained two times in a year. Patient stated his left side of prosthesis has come apart. The patient will require revision for loosening. No additional patient consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This medwatch is being filed as a supplemental report. Zimmer biomet receiving inspection record is not available for the complaint item number 00112114001, lot number 75654318. Heraeus batch records review indicates there were no quality deviations, no change notifications, and no corrective and preventive actions. All verifications, inspections, and tests were successfully completed. Product examination was not conducted as this product remains implanted. Per heraeus, the root cause of the reported event is "presumably a result of incorrect preparation due to professionals" with a potential explanation as "misalignment/wrong application time". The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.